Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Missing components may be attributed to several factors including, but not limited to, manufacturing/packaging of the device, transport of the device, handling at the account, inadvertent mishandling during preparation or during the procedure. Factors that could contribute to product quality problems include, but are not limited to, manufacturing, interaction with accessory devices or inadvertent mishandling during unpackaging/preparation of the device. In this case, it is possible that the stent may have dislodged inside the protective sheath during sheath/stylet removal which resulted in the reported component missing (stent). It is also possible the reported product quality problem (lines on the balloon) may have been residual crimp marks from when the stent was initially crimped on the balloon during manufacturing; however, based on the information provided and without the device to examine, a definitive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. D4: part number changed from 1128350-23 to 1128350-38. D4: lot number changed from 0030961 to 0010241. D9, h3 - device status changed from yes to no.

Event description:
It was reported that after unpacking a 3.5x23mm xience proa, it was noted that the stent was missing and the balloon was damaged (looked like lines on balloon). The device was not used and there was no patient involvement, therefore another drug-eluting device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to filing the initial report, additional information was received which indicates that the correct size of the complaint device is a 3.5x38mm xience proa and not a 3.5x23mm xience proa. Additionally the wrong device was returned and the complaint device was mixed up and inadvertently discarded. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that after unpacking a 3.5x23mm xience proa, it was noted that the stent was missing and the balloon was damaged (looked like lines on balloon). The device was not used and there was no patient involvement, therefore another drug-eluting device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.